Event description:
I was having chronic pain, fatigue, weight gain, respiratory issues. After 4 years of suffering unexplained pain, I had to remove my fallopian tubes to remove the implants. It was inserted (B)(6) and removed (B)(6).